Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Information was reported that the patient has a new ins implanted (non-manufacturer). The patient stated her ins died. The caller stated the battery died and it would not recharge. The patient stated their healthcare provider (hcp) tried doing a jump start, but the ins was dead. No further information was reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-17. The rep stated that the overdischarge was resolved and the device is at end of service (eos) so the patient is waiting for an appointment to have it changed out. The cause of the overdischarge was due to the patient moving and could not find their charger right away. The information provided was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for chronic low back pain. An overdischarge was alleged to have occurred in (B)(6) 2017. The rep was attempting to start a physician mode reset (pmr) but was unable to get the implantable neurostimulator recharger (insr) to switch to the prm screen. It was reviewed how to start a pmr and the rep confirmed being able to start the pmr. It was noted that this was the patient¿s third overdischarge. There were no patient symptoms reported and no complications reported.